Event description:
The brief dental implant medical history of the implantdirect screwplant. Dr. (B)(6) did the implantation for me with the bad quality of implantdirect screwplant device. (B)(6) 2020: implant placement, implantdirect screwplant. (B)(6) 2020: phase 2, then went to dr. (B)(6) to put the crown around (B)(6) 2021, put on the screw and crown screwplant from implant direct company, size is 4.7 x 11.5. This is the website of the company. Https://store.implantdirect.com/us/en/. (B)(6) 2022: screwplant was broken the first time, dr. (B)(6) changed a new screw. (B)(6) 2022: screwplant was broken the second time, dr. (B)(6) changed a new screw. (B)(6) 2023: screwplant was broken the third time when I was in china. Two doctors in two hospitals said that the broken is due to the product design problem. (B)(6) 2023: dr. (B)(6) changed the whole implantation system for me by using the (B)(6). Dr. (B)(6) said the implant direct company product is weird. (B)(6). Dr. (B)(6) did not inform me well this brand at the time of implantation. This product is from a very new company. I don't know why she recommended it to me. It is said that this kind of implantation I used is not available any more in the market? Which means this device is very bad in quality and has to be discontinued from the market. Reference reports: mw5151764, mw5151765.